Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump passed displacement test. The insulin pump has minor scratches on the lcd window, cracked belt clip slot and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was 361 mg/dl. Customer's blood glucose declined to 219 mg/dl at the end of the call. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.